Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) noted that the customer had reported a drawer that would not release, and the issue was traced to full-height drawer 1 in auxiliary 7. Examination showed that the bumpers were missing, and the drawer would not fully open or close. The drawer had to be forced open or closed, the frame was misaligned, and the slide members were off track. The customer also reported that the full-height drawer would not open. Upon arrival, the fse used the hardware test application and verified that the drawer appeared as open while it was physically inside the cabinet. The fse powered down the station, removed the drawer, replaced both rails, and found that the retractor band had also been broken. This component was replaced as well. The fse reassembled the drawer and restored service. Hardware test application (hta) tests for this device and storage space were performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and would not open the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.